Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot number. Add'l info was requested by fax and by mail on 05/28/2008. A completed questionnaire was received on 06/02/2008. This report was mailed to FDA on: 06/11/2008.

Event description:
A registered nurse reported that during intraocular lens (iol) implant surgery, the capsular bag was torn as the iol was implanted. The iol was cut and removed through an enlarged incision, an anterior vitrectomy was performed, and a different lens was placed in the sulcus. In a follow-up, the outcome of event for pt is reported as "good". The surgeon reports that this event was probably due to the capsule, not the lens.